Event description:
It was reported the pt complained of heating at his ipg site when stimulation was on. The pt stated he had to turn off the system, but he still felt a slight heating. He reported he does not feel any pocket heating while charging. The pt plans to meet with the sjm rep regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.